Manufacturer narrative:
The field service engineer (fse) reported that the issue was discovered during daily routine testing by biomedical engineer (bme). There was no patient involvement at the time of the reported event. Therefore, this complaint no longer meets reportability requirements, or is no longer reportable. Information was also received that the (fse) replaced the touchscreen to address the reported issue.

Manufacturer narrative:
Submission date: 27sep2021 reporting address line 1: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the touch screen is not working. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. Further information is pending.